Event description:
It was reported that the screw broke during insertion into the bone. The broken piece was unable to be removed and remains implanted in the patient.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned device confirms that the screw is broken. The broken piece was not returned. A review of the complaint history shows no prior complaints for the listed lot. No clinical supporting documents have been provided to conduct a thorough analysis of this case. Our lab did an analysis and the results were: from the analysis conducted during this investigation, it was concluded that the 4.5 mm captured screw could have fractured due to torsional overload. An overload fracture can occur when the mechanical forces applied to the device exceed the strength of the material. No material deviations in the screw were found during this investigation. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.